Manufacturer narrative:
Aware date updated: 05/06/2023.

Event description:
N/a.

Manufacturer narrative:
Fse could not duplicate the failure. Additional information was requested from the customer with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received; however, a getinge field service engineer (fse) was dispatched to the customer's site to performed a schedule preventative maintenance (pm) and completed the pm with all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a poor ECG. The signal of ECG external input (patient direct) is not displayed. Treatment was continued without any problems after switching to another machine. There was no health hazards reported.